Event description:
It was reported by the rep that the (1) atb45 was used during a laparoscopic gastric bypass procedure. It was reported that the device was pulled out of the box and, when fired for the first time, placed poorly formed staples that did not go into the tissue and cut. The device was kept by risk management personnel at the account until now. The operating room time was extended by 15 minutes.